Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called in for assistance with locking the infusion set with the reservoir. During the call, the customer reported that the insulin pump alarmed no delivery during manual prime. Customer stated that it was caused by the reservoir which she had to change. Blood glucose value is unknown. The customer declined troubleshooting since the issue had been addressed.